Manufacturer narrative:
The lot number for the malfunction was not provided; therefore, a lot history will not be performed. The device and a photo were returned for review, and a break was identified. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0600060 chronic catheter allegedly experienced a break. This information was received from one source. The event involved a patient with no known impact to the patient. The patient age, weight, and gender were not provided.